Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: the black box and alarm history show multiple ¿cs078¿ alarms. There was evidence of moisture and corrosion observed on the display screen inside the pump. The pump alarmed with ¿cs078¿ alarm during the rewind attempt and reported ¿cs078¿ complaint was duplicated. The pump¿s cover was removed, and further moisture and corrosion were found to the motor flex/connector and to the power pump circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.